Manufacturer narrative:
(B) (4). The device was returned to medtronic for eval. Visual examination found that the dynamic shaft is broken at the area around the hinge pin. The fracture is consistent with excessive force. A review of the device history records found no documentation to indicate a non-conformance to specification.

Event description:
It was reported that the micropituitary does not open and close properly. No pt complications were reported. Upon receipt, eval confirmed the tip of the instrument was fractured.